Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 30 days post-implant, it was reported that the patient experienced shortness of breath and peripheral edema; therefore, diuretics were administered. The peripheral edema did resolve but the patient continued to experience shortness of breath. The patient¿s lactate dehydrogenase levels were elevated at 1200 u/l and bilirubin levels started to rise. An echocardiogram was performed that indicated cavitation in the aortic root. In addition, the pulmonary artery wedge pressure was 25mmhg and hematuria was observed. Acute pump thrombosis was suspected and the hospital team was evaluating the patient further for a possible pump exchange. On (B)(6) 2015 the patient¿s clinical condition had improved with antiplatelet therapy. On (B)(6) 2015 the patient received a pump exchange as the suspicion of pump thrombosis continued.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the device. The pump was returned assembled with the driveline cut approximately 1.25 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the sealed inflow conduit and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the device upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the device was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase level and hematuria. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 30 days. (B)(4). A correlation between the device and the reported event could not be determined as the pump was not available for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.